Event description:
It was reported that the patient presented in clinic for routine follow up experiencing diaphragmatic stimulation. The device was reprogrammed. The patient continued to experience stimulation and was brought back to the clinic. It was noted that the left ventricular lead exhibited intermittent capture. A chest x-ray revealed lead dislodgement. The lead was capped and replaced during routine device change out procedure on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.